Event description:
The iab was inserted in a pt that had suffered an acute mi. After insertion of the iab in the pt's right femoral artery, there was a wait of over 1 hour until the iab was connected to the pump. At the onset of pumping, the balloon would not unwrap and the pump alarmed. The pump was exchanged and pumping went well. There were no pt complications.